Event description:
The customer contacted philips for assistance with retrospective data retrieval for a pt who expired while being monitored using a philips device.

Manufacturer narrative:
(B)(4). The customer contacted philips for assistance with retrospective data retrieval for a pt who expired while being monitored using a philips device. There has been no report or indication of any product malfunction, this is a user request for assistance. The available info does not support that there was a malfunction of the device but it does identify lack of understanding of the info that is in the product labeling (instructions for use/IFU). Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final will be submitted once the investigation is completed.